Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock became disconnected. Customer¿s blood glucose level was 100 mg/dl. Reportedly, the t:lock was reconnected and customer resumed insulin delivery on the pump.